Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transcutaneous posterior spinal fusion therapy for primary osteoporosis. Type of fracture was intraspinal cleft and levels implanted was th11. It was reported that during cement injection, leakage of cement outside the vertebral body was observed between 0.4cc and 0.8cc of injection, with leakage occurring from both the left and right sides of th11. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the cement was leaking from screw. Patient is asymptomatic as the leakage was in segmental vein. There is no plan of any revision surgery for the removal of leaked cement.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. Please note that this product c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510k(#) k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.